Event description:
Generator product analysis was completed. Various electrical loads were attached to the pulse generator, and results of diagnostic tests demonstrated that accurate resistance measurements were obtained in all instances. Proper functionality of the pulse generator in its ability to provide appropriate programmed output currents was successfully verified. In addition, the septum was not cored, thus eliminating the possibility of a potential unintended electrical current path through body fluids. The device output signal was monitored for more than 24 hours, while the pulse generator was placed in a simulated body temperature environment. Results showed no signs of variation in the pulse generator¿s output signal and demonstrated that the device provided the expected level of output current for the entire monitoring period. The pulse generator diagnostics were as expected for the programmed parameters. In addition, a comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications. There were performance or any other type of adverse conditions found with the pulse generator.

Manufacturer narrative:
Describe event or problem, corrected data: follow-up report #01 inadvertently left out "as the patient had been implanted for approximately seven years prior to the "metal stitch" event, it was determined that this was likely due to patient manipulation of the area." (B)(4).

Event description:
As the patient had been implanted for approximately seven years prior to the "metal stitch" event, it was determined that this was likely due to patient manipulation of the area.

Event description:
It was reported that the patient underwent full vns explant surgery. The explanted products have not been received by the manufacturer to date.

Event description:
The explanted products were received by the manufacturer. Lead product analysis was completed. The reported lead fracture was not verified within the returned lead portion in the product analysis, or pa, lab. The lead was cut approximately 1.6 cm from the end of the connector boot. The portion of the lead containing the electrodes was not returned. A continuity check was performed between the set-screw and end of the lead portion attached to the generator as received and proper contact was verified. Other than typical wear and explanted related observations, no anomalies were identified in the returned lead portion. The generator product analysis was still pending.

Event description:
It was reported that a patient¿s vns was checked and high impedance was identified. The patient was referred for revision surgery. Clinic notes were received from a visit on (B)(6) 2017. The impedance was noted to be high in that visit and it was stated they would check for electrode disconnection. It was stated the ¿vns is leaking¿. Follow-up from the provider indicated that the report of vns leaking was noted to be due to suspected lead disconnection. Additional relevant information has not been received to-date. No known surgery has occurred to-date.

Event description:
It was reported that the patient was considering either having the vns system replaced or explanted. She stated that several months prior she felt pain at the generator site and began to rub the area when she removed ¿a metal stitch¿ from the vns generator site. It¿s unclear what the ¿metal stitch¿ was or if it was related to the reported high impedance event. Further follow-up with the previous physician found that no recent surgeries were known to have occurred.

Manufacturer narrative:
Date of event, corrected data: initial report inadvertently reported the date (B)(6) 2017 instead of (B)(6) 2017.